Manufacturer narrative:
Examination of the returned devices confirmed the reported event. A complaint search found no other reported events against the provided product codes. The devices exhibit several gouges and scratches. The root cause is attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Continue to monitor via sep-419 depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument has chips that were noticed during post surgery inspection.